Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and additional endovascular procedure are confirmed. The complaint is most likely user related. There was significant calcification of the aortic neck - cautionary product use. Additionally. The juxta renal angle was 62 degrees (off label) should be less than or equal to 60. Procedure related harms could not be identified. The final patient status was reported as recovering well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately four and a half (4.5) years post initial procedure, the patient presented with a type 1a endoleak. The physician elected to treat the patient with a palmaz (non-endologix) stent and also embolized the 1a endoleak with cook (non-endologix) coils on (B)(6) 2025. The patient is reported as recovering well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.